Manufacturer narrative:
Investigation identified the root cause is related to the design of the adapter component that connects to the operating room table and the remainder of the head fixation device assembly. Internal corrective action has been initiated. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
During customer training on (B)(6) 2019, a clinical applications specialist observed slight play in the head fixation device where the hfd linkage attaches to the table mount. There was no patient involvement.